Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 400mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The customer stated that the device alarmed no delivery. Ran a fixed prime test and the insulin exited. The customer stated that he keeps his infusion sets on for three days. No further information was provided.